Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture was inside the proglide device upon withdrawal of the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was inside the proglide device upon withdrawal of the device¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 1142 removed